Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance measurement along with oversensing which resulted to inappropriate shock with no therapy exhaustion noted. A revision procedure was done in which the rv lead was explanted and replaced. This rv lead is no longer in-service and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A complete lead was returned and noted cuts in the insulation. Blood/body fluid noted in the lumens and in the helix housing. Visual inspection noted that the trilumen insulation was damaged between 295 and 307mm from the terminal pin through to the all three lumens. Additionally, there was trilumen insulation webbing damage between all three lumens in this area as well. Microscopic analysis indicates the insulation damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage it was likely this was caused by entrapment in the clavicle/ first-rib region. Laboratory testing was able to reproduce the reported clinical observations and confirmed the allegation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.